Event description:
A malfunction code was reported. There was no reported adverse impact to the customer's blood glucose level. Customer support assisted by providing information on how to reset the pump, and the customer successfully reset it. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to report any recurring issues.